Event description:
Bayer case number: (B)(4). Lack of menses following shockwave sessions to stop the continuous bleeding [prolonged menses] joint pain [joint pain] tendinitis in both hips [tendinitis] tendinitis in both shoulders [shoulder tendinitis] gastrointestinal pain without real causes [gastrointestinal pain] difficulty finding words [word finding difficulty] dizziness [dizziness] feeling of heavy legs [heaviness in limbs] deafness [deafness] decreased vision [vision decreased] tingling in the extremities [paraesthesia of limbs] loss of libido [loss of libido] feeling of brain fog [brain fog] weight gain [weight gain] lack of menses following shockwave sessions to stop the continuous bleeding [menses lack of] uterine necrosis [uterine necrosis] case narrative: the below report was received by health authority ansm reference number: (B)(4) on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("lack of menses following shockwave sessions to stop the continuous bleeding") in an adult female patient who had essure inserted (lot no. 731816) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion medically important), arthralgia ("joint pain"), tendonitis ("tendinitis in both hips"), rotator cuff syndrome ("tendinitis in both shoulders"), gastrointestinal pain ("gastrointestinal pain without real causes"), aphasia ("difficulty finding words"), dizziness ("dizziness"), limb discomfort ("feeling of heavy legs"), deafness ("deafness"), visual impairment ("decreased vision"), paraesthesia (" tingling in the extremities"), loss of libido ("loss of libido"), brain fog ("feeling of brain fog"), amenorrhoea ("lack of menses following shockwave sessions to stop the continuous bleeding") and uterine necrosis ("uterine necrosis") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, tendonitis, rotator cuff syndrome, gastrointestinal pain, aphasia, dizziness, limb discomfort, deafness, visual impairment, paraesthesia, loss of libido, brain fog, weight increased, amenorrhoea, heavy menstrual bleeding or uterine necrosis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 114 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Lack of menses following shockwave sessions to stop the continuous bleeding [menstruation prolonged], lack of menses following shockwave sessions to stop the continuous bleeding [menses lack of] , joint pain [joint pain] , tendinitis in both hips [tendinitis] , tendinitis in both shoulders [shoulder tendinitis] , gastrointestinal pain without real causes [gastrointestinal pain] , difficulty finding words [word finding difficulty] , dizziness [dizziness] , feeling of heavy legs [heaviness in limbs] , deafness [deafness] , decreased vision [vision decreased] , tingling in the extremities [paraesthesia of limbs] , loss of libido [loss of libido] , feeling of brain fog [brain fog] , weight gain [weight gain] , uterine necrosis [uterine necrosis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 15-may-2025. The most recent information was received on 23-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("lack of menses following shockwave sessions to stop the continuous bleeding") in an adult female patient who had essure inserted (lot no. 731816) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion medically important), amenorrhoea ("lack of menses following shockwave sessions to stop the continuous bleeding"), arthralgia ("joint pain"), tendonitis ("tendinitis in both hips"), rotator cuff syndrome ("tendinitis in both shoulders"), gastrointestinal pain ("gastrointestinal pain without real causes"), aphasia ("difficulty finding words"), dizziness ("dizziness"), limb discomfort ("feeling of heavy legs"), deafness ("deafness"), visual impairment ("decreased vision"), paraesthesia (" tingling in the extremities"), loss of libido ("loss of libido"), brain fog ("feeling of brain fog") and uterine necrosis ("uterine necrosis") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, tendonitis, rotator cuff syndrome, gastrointestinal pain, aphasia, dizziness, limb discomfort, deafness, visual impairment, paraesthesia, loss of libido, brain fog, weight increased, amenorrhoea, heavy menstrual bleeding or uterine necrosis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 114 kg. Batch number 731816, manufacture date 2010-04-30, expiration date 2013-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-may-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.